Event description:
Same case as #6000093-2007-00351. It was reported that during coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in a very calcified right coronary artery. The physician attempted to implant a taxus express2 2.75x16mm drug eluting stent but was unable to cross the lesion. When the device was removed, they found the stent struts to be flared. The physician attempted to implant a taxus express2 2.75x12mm drug eluting stent and encountered the same difficulty and found this stent to have flared struts. The physician then only treated the lesion with a 2.5x15mm voyager balloon and a 3.0x15mm voyager balloon. No pt complications occurred. Pt status is satisfactory.